Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not ensure proper minicap connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to tighten the minicap until it is fully secured. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue with a minicap. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that they did not put the minicap on tight enough and it fell off the exit site. The technical service representative (tsr) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.